Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 600 mg/dl. The customer was admitted to the hospital. Customer cause of hospitalization was pneumonia, high blood glucose and pump not working. The hospital gave patient levmir, novolog and manual injections. Customer was not wearing the pump at the time of hospitalization because it was washed and could not work. The customer insulin pump was delivered in to her in the hospital.